Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experience low blood glucose (bg) which was addressed with the contact giving the customer a glucagon shot. The customer's bg meter and continuous glucose monitor both read "low". Cause for the bg was unknown. Tandem technical support examined the pump data logs and found the pump to be functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.